Event description:
It was reported that this right atrial (ra) lead exhibited a fracture. Subsequently, this patient underwent a revision surgery in which the ra was explanted and replaced. In this surgery, the implantable cardioverter defibrillator (ICD) was also explanted due to therapy upgrade. No additional adverse patient effects were reported. This ra lead has not been received for analysis.